Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter evaluated in a qc investigation on 12/7/2017. Reported defect not reproduced with returned meter. Other non reportable defect found. Test strips not returned for evaluation. Final root cause- miscellaneous user induced contamination on the strip connector. Test strip UDI# (B)(4). Note: manufacturer contacted customer on 11/2/2017 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose results the customer is concerned with results obtained of 195mg/dl. The expected fasting blood glucose test result range is 100 to 125mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. The test strip lot manufacturer's expiration date is11/26/2018 and open vial date is approximately one month ago. The meter memory was reviewed for previous test result history result1 : 99mg/dl date: (B)(6) 2017 time:9:46pm fasting; result2 : 95mg/dl date: (B)(6) 2017 time:9:46pm fasting; result3 : 98mg/dl date: (B)(6) 2017 time:9:17pm fasting; result4 :195mg/dl date: (B)(6) 2017 time:1:20pm fasting; result5 : 104mg/dl date: (B)(6) 2017 time:9:26am fasting. Customer is concerned with back-to-back fasting results of 144mg/dl and 111mg/dl on (B)(6). Customer is concerned with 195mg/dl fasting 2 hours after eating. All other results listed customer states is fine. Customer's a1c is 6. Customer is storing her test strips in a plastic shoebox in her bedroom nightstand.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4). Note: manufacturer contacted customer on 11/2/2017 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose results the customer is concerned with results obtained of 195 mg/dl. The expected fasting blood glucose test result range is 100 to 125 mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. The test strip lot manufacturer's expiration date is 11/26/2018 and open vial date is approximately one month ago. The meter memory was reviewed for previous test result history. (B)(6). Customer is storing her test strips in a plastic shoebox in her bedroom nightstand.